Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history records was performed and no complaint related issues were found. (B)(4) manufactured the rod introducer, p/n (B)(4), lot 6970077, on po (B)(4). Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4), 2012 and to the synthes final inspection sheet (B)(4). There were no mrr¿s, ncr¿s, or complaint related issues with this lot. The rod introducer was made to the synthes drawing (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Manufacturing evaluation: the investigation has shown that the wall on the tip of the rod holder is bent and wear and tear as complained. The review of the production history revealed that this instrument was manufactured in 2012 according to specifications. No complaint related anomalies were identified. Therefore no product failure could be detected. We are not able to determine the exact cause of this occurrence and can only assume that too high applied force during the rod introduction caused this damage. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the distal tip at the area of rod attachment broke. Procedural step is unknown. This report is 1 of 1 for (B)(4).